Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as uncomfortable, and the front electrode caused indents and rubbed skin so much that skin is now broken. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses increased showers and applied gauze and 2nd skin for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.